Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of axium premature detachment, stretching, and resistance with an echelon microcatheter. The patient was undergoing surgery for treatment of an internal carotid artery c6 segment aneurysm. The aneurysm is a regular saccular, unruptured sidewall narrow-neck aneurysm, with a max diameter of 4.6 mm and a 3.2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that after the echelon was positioned, the operator began coil placement. When placing the 4-12ss axium coil, proximal advancement was relatively smooth; when reaching the tip end of the echelon, slight resistance was felt. During aneurysm embolization, the coil was found to be detached. The coil was then removed, and coil stretching could be observed outside the body. Subsequent coils were deployed smoothly, and the patient was unaffected. The echelon used during the procedure had no issues. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU).